Event description:
During removal of hickman catheter, second incision had to be made to do so. It was anticipated that one incision could be made at site when vitacuff and surecuff should have been. However, after incision, only vita cuff located and catheter could not be removed. After second incision, it was ascertained that surecuff - ingrowth cuff on catheter had migrated approximately 2-3 inches distally and secured itself in that position.